Event description:
The customer received a blood glucose reading of 257 mg/dl from his breeze2 meter and a reading of 125 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.